Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's father had taken the patient to the hospital for hypoglycemia. The patient was found unconscious due to low blood glucose levels. Specific blood glucose levels were not provided. The patient's father was not able to locate the personal diabetes manager (pdm) and reports it is lost. The patient was still in the hospital at the time of reporting.